Event description:
It was reported there was cassette error and downstream occlusion malfunction. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was returned for evaluation with complaint of cassette error and downstream occlusion malfunction. Service history was reviewed and no relevant service history found within review period. Review of event log found intermittent error. Visual and functional testing was performed. Found upstream occlusion (uso) seal buckling. Complaint was not replicated with functional testing. The cause of the reported issue was unknown. The reported issue was resolved by replacing flex sensor, and downstream occlusion (dso) and uso sensors. Device passed all testing criteria post repair.